Event description:
It was reported that the patient presented to clinic after receiving a vibratory alert. Device interrogation revealed a decrease in pacing impedance and increase in capture threshold. Noise was also observed on the lead. Chest x-ray revealed externalized conductors. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 18.7-18.9cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 11.1-11.6cm from the distal tip, consistent with lead friction to another device or features of the heart. Internal insulation abrasion was noted at 13.5-14.0cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 4.0-4.7cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 6.4-11.0cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of low pacing lead impedance and noise.

Manufacturer narrative:
External insulation abrasion was noted at 18.7-18.9cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 11.1-11.6cm from the distal tip, consistent with lead friction to another device or features of the heart. Internal insulation abrasion was noted at 13.5-14.0cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 4.0-4.7cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 6.4-11.0cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of low pacing lead impedance.